Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), ECG a failed a fall off test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt was non-functional and failed a fall-off test. The cause for the non-functional electrode belt is a broken brown wire (+1) in the cable running from ECG a to ECG b. The root cause for the damaged wire cannot be positively identified, but is likely a result of excessive force. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.